Manufacturer narrative:
Additional information was received that the patient had normal return of function.

Event description:
A report was received that the patient had loss of sensation in his legs after a permanent implant procedure. Symptom was due to epidural hematoma. It was believed that hematoma was procedure related. The patient underwent an explant procedure and had some return of function, but symptoms had not completely cleared up.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had loss of sensation in his legs after a permanent implant procedure. Symptom was due to epidural hematoma. It was believed that hematoma was procedure related. The patient underwent an explant procedure and had some return of function, but symptoms had not completely cleared up.